Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. The transmission showed the implantable cardioverter defibrillator exhibited stored episodes of auto mode switch with ventricular pacing inhibition. It was suspected that the episodes were caused by myopotential oversensing. The cause of the episodes was not verified. Programming changes and additional evaluations were recommended. The patient was reported to be in stable condition.